Event description:
It was reported that patients c3 left lead migrated and confirmed via x-ray's. As such surgical intervention is anticipated to address the issue at a later time.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Additional information received indicated surgical intervention was undertaken wherein the left lead was replaced and therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Awareness date should be 20 aug 2024 and not 21 aug 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.